Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported, the physician noted that the basket of the ncircle tipless stone extractor would not open when verifying the device function during preparation. Therefore, another device was used instead to extract stones from the renal pelvis. There was no patient contact with the non-functioning extractor.

Manufacturer narrative:
Additional information: (B)(4). Investigation - evaluation: a review of functional test, drawing, manufacturing instructions, specifications, and quality control data was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The device was returned with the handle in the open position. A functional test noted the handle does not actuate the basket formation. The collet knob is tight and secure. The root cause was related to the coil stuck in the handle. Excessive force on the handle may have possibly have broken the coil and caused it to bunch up. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information, inspection of returned product, it is possible to suggest the damage occurred due to the device being mishandled by the user . Therefore the root cause of this event is product use or handling related. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.